Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) had a smart pass event. Device data determined that a latitude telemetry session was attempted at the same time that an automatic impedance test was completed resulting therapy to be disabled for 24 hours. Engineering determined this is a rare scenario that can occur in a window of less than one second, however the attempted telemetry session feel in this window. The device was successfully interrogated the following day and confirmed to be fully function with appropriate sensing. The s-ICD system remains in service. No adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) had a smart pass event. Device data determined that a latitude telemetry session was attempted at the same time that an automatic impedance test was completed resulting therapy to be disabled for 24 hours. Engineering determined this is a rare scenario that can occur in a window of less than one second, however the attempted telemetry session feel in this window. The device was successfully interrogated the following day and confirmed to be fully function with appropriate sensing. The s-ICD system remains in service. No adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) had a smart pass event. Device data determined that a latitude telemetry session was attempted at the same time that an automatic impedance test was completed resulting therapy to be disabled for 24 hours. Engineering determined this is a rare scenario that can occur in a window of less than one second, however the attempted telemetry session feel in this window. The device was successfully interrogated the following day and confirmed to be fully function with appropriate sensing. The s-ICD system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to includes updates to the b3 field date of event.